Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was programmed to the secondary vector. Technical services reviewed the electrograms for the episodes. The patient has poor ratios in the secondary vector. In-clinic testing found no noise in the primary sensing vector. The clinic has now reprogrammed the sensing vector as well as the smart charge settings. There were no additional adverse patient effects. The system remains implanted.